Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4; the serial number was reported as unknown on the initial report. It has been updated accordingly. Investigation summary: the device was received and evaluated at the service center. The reported complaint that there was corrosion on the bottom of the pedal, was confirmed. The base plate was heavily rusted and corroded, and to correct this the baseplate would need to be replaced. Since the baseplate cannot be replaced, this unit is deemed unrepairable. The unit will be placed into long term hold. Fluid ingress is the root cause of the corrosion of the device. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that as the customer checked in a replacement wireless pedal, it was noticed that there is corrosion on the bottom of the pedal. There was no procedure involved. No additional information was provided.